Event description:
Rn noted connecting piece from buretrol to drainage system broke off - cerebrospinal fluid (csf) leaking from buretrol connection to drainage bag. The external ventricular drainage (evd) system was clamped and team was notified as well. New evd system was flushed and prepared for ns team to replace. The patient's neuro status remains unchanged.